Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600i chemistry analyzer and identified the failure mode as a defective carbon bridge due to inadequate maintenance. The fse replaced thecarbon bridge to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ion selective electrolyte (ise) which includes sodium (na), chloride (cl), potassium (k) carbon dioxide (co2), and calcium (calc) with negative anion gap results involving the dxc 600 dxci clinical chemistry analyzer. The customer stated that the na sample reference recovers at -3800¿s at the time of the event. The erroneous results were reported outside the laboratory and were later corrected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.